Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: not available.

Event description:
Did uncemented hip surgery before 10 yrs and now hip stem implant is damage and dislocation in hip. Update: x-rays and pictures provided show the head dissociated from the stem.